Event description:
It was reported to philips that loss of imaging occurred due to defective x-ray tube and rotor controller on a allura xper fd20 biplane. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the x-ray tube and roco velara replacement kit and restored the device to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312).